Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they were off of the insulin pump 20 minutes prior to entering the hospital. Customer advised the insulin was cloudy and their site where the cannula is placed was sore. Customer performed the self-test and passed. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Troubleshooting for the no delivery alarm was performed. Customer was advised the no delivery alarm occurred due to an empty reservoir. Customer declined to return the set or the reservoir for further analysis. Customer advised to call back if the alarm recurs or if their high blood glucose levels persist.